Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. There was no reportable malfunction.

Event description:
It was reported that there was a malfunction resulting in agent delivery less than -20% of setting. There was no patient involvement.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
The supplemental MDR 2112667-2025-07326 #1 incorrectly reported that the issue was not confirmed. This supplemental 2112667-2025-07326 MDR #2 is being filed to report that a ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The end user declined repair.